Event description:
Additional information was received from the manufacturer representative (rep) reporting that no further actions were taken. The device probably wasn¿t shutting off at all; patient only assumed it when feeling pain. The issue of the device shutting off was resolved and the patient was receiving effective therapy. The cause of the handset losing connection was due to the patient not closing the application right away. The lost of connection disappeared after the patient started to close the app.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins turned off every now and then without a known reason. The patient handset lost the connection to the communicator and asked to scan the qr code twice. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient visited the hospital where they checked adaptive stimulation settings and reports, but there was no solution. They reset the communicator by pushing the power button until the light started to flash. The issue was not resolved as of (B)(6) 2022, but the prior three days have been without problems. No surgical intervention occurred or was planned. The patient was alive with no injury. A session report and data report from (B)(6) 2022 were provided. Additional information was received from the manufacturer representative. The patient gave dates/times for the device shutting down: on (B)(6) 2022, the patient was asked twice to place the communicator over the ins. On (B)(6) 2022, the device shut down during the night, at 7:32 am the patient couldn't find the ins, and at 10:10 am the patient couldn't the ins. On (B)(6) 2022, at 9:32 am the patient couldn't find the ins. On (B)(6) 2022, the device turned off during the night, at 2:50 pm the patient couldn't find the ins, at 4:45 pm communication took a long time and after it the device turned off, at 8:45 pm the device just turned off. On (B)(6) 2022, the device just turned off at 12:53 pm and 4:36 pm. On (B)(6) 2022, the device just turn off at 7:56 am, 11:59 am, 3:45 pm, and 3:48 pm, and at 3:46 pm the device turned off along with a communication error. From (B)(6) 2022 through (B)(6) 2022, all was good. On (B)(6) 2022, the device turned off along with a communicator error on 9:05 am and the device just turned off at 9:56 am and 10:12 am.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative provided photographs of error messages received. It was noted that different error codes occurred on the patient handset and clinician tablet upon interrogation. A system problem error with code 0x5876475d was seen. A connection interrupted screen was seen with service code 310. A validation error screen was seen with code 0c 00 001c. Information in the data report and session report indicate that the ins does not have the correct device time. No further abnormalities were seen in the reports. The session reports showed that the patient typically used stimulation for 100% of the day in the past 24 days with only a few days where stimulation used was approximately 98% per day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that patient programmer showed the device was still on. Feeling of paresthesia disappeared and old neuropathic pain disappeared. If the communication was successful, patient turns the device on again and feeling of paresthesia comes back. The patient had visited their dentist on (B)(6) 2022 and after that creating connection was difficult. The patient had an x-ray on (B)(6) 2023. The device turned off during normal use, sometimes when sleeping. The hcp was able to properly interrogate the ins properly. When the patient turned the device off, the app stayed on the background. The patient received code 310 several times and had multiple times that they were not able to achieve communication between the ins and handset or between the communicator and the handset. When the patient noticed that they were not feeling the stimulation, the patient programmer was still showing that the ins was still turned on. In the session report it looked like that there might be some discrepancy between the date and time of the ins and the date and time of the clinician programmer/patient programmer. The rep checked the date and time using the tablet and they were correct. It was further stated that the problem has been solved by closing the app in the patient programmer after adjustments and by patient training. The hcp closed the patient¿s event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.